Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed button error. Customer's blood glucose value was 160 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. Blood glucose rose to 400 mg/dl at the time of call. Customer did not troubleshoot. The customer was advised the insulin pump has to be replaced. The product will be returned for analysis.

Manufacturer narrative:
Pump was received with esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners and minor scratched display window.